Event description:
Procedure type: lap gastric bypass. According to the reporter: the operating room staff was unable to remove the needle from the instrument. And it broke in the instrument. They opened a new device and loaded it and used it on the pt. The defective instrument was not used on the pt once the issue was uncovered. Another instrument was used in the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).